Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm reading was 40 mg/dl, prompting the patient¿s mother to contact their physician. No further information was available regarding the outcome of that call. Initially, cgm readings appeared to improve, but on the night of (B)(6) 2025, the cgm again showed 40 mg/dl, while a blood glucose (bg) reading was 100 mg/dl. At midnight (B)(6) 2025), the cgm reading was 70 mg/dl, and the bg reading was 134 mg/dl. At approximately 01:30 am, the patient experienced a seizure while with their girlfriend, who recorded a video of the event. No treatment was reported at that time. A second seizure occurred at 07:00 am. The cgm readings during this time were not documented, though the device was reportedly functioning and providing data throughout the night. At an unspecified time during the event, the patient¿s girlfriend administered gatorade, crackers, and a meal containing carbohydrates and protein, which helped the patient recover. Although not confirmed, the symptoms and response suggest the patient¿s bg may have been in a hypoglycemic range during the seizures. Following treatment and calibration: at 10:00 am, cgm reading was 310 mg/dl, bg was 250 mg/dl. At 01:00 pm, cgm reading was 165 mg/dl, bg was 150 mg/dl. At 06:00 pm, cgm reading was 310 mg/dl, bg was 205 mg/dl. The patient¿s physician instructed a change in insulin settings on the omnipod device, increasing the dosage from 150 to 200 units via phone consultation. No further medical evaluation or intervention was documented. At the time of reporting, the patient was stable, and no other health issues were noted that could have contributed to the seizures. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2025. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2025. The reported glucose values fall within the a and b zones of the parkes error grid on (B)(6) 2025. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.